Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a charger failed error message followed by a system lock-p. There is no report of pt injury.